Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received hardware low level failures alert, power error detected alarm and failed battery alarm. The customer¿s blood glucose level was 120 mg/dl and 380 mg/dl. The high blood glucose level was treated with insulin pump and low blood glucose 54 mg/dl to 57 mg/dl which was treated with sugar shake. The customer was able to rewind while troubleshooting. The customer performed self test and it did not pass. The insulin pump will return for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, power loss alarm and replace battery alert. No unexpected failed battery test alarms noted during testing. The power management tool confirmed power error 25, power loss alarm and replace battery alert due to non-sleep anomaly software error. Pump error 63 alarm confirmed in the pump history due to broken trace on the keypad assembly. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked retainer and scratched case.